Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 cer (B)(4). Field updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective esm board. After replacing the esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the esm board could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: biomed reports that during prep (pre-op) the device displayed the above mentioned tfs and lost all option licenses. No patient involvement.

Event description:
The following was reported to hamilton medical ag: biomed reports that during prep (pre-op) the device displayed the above mentioned tfs and lost all option licenses. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: biomed reports that during prep (pre-op) the device displayed the above mentioned tfs and lost all option licenses. No patient involvement.